Manufacturer narrative:
The device history record was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with our procedures. IFU was reviewed and it includes hypotony and choroidals as known complications and adverse reactions. Dr. Indicated he tested valve prior to implanting. IFU indicates tampering with the valve can cause malfunctioning of the valve. The valve was not explanted and is not available for evaluation. It can not be determined if the testing completed prior to implantation affected the performance of the valve.

Event description:
The doctor primed the valve found that it had very little resistance on priming. Prior to implantation, the doctor tested the valve for closing pressure and was found at about 4-5mmhg. Pre-op iop of 34mmhg on 4 medications the doctor decided to use the valve and the next day iop was 7mmhg. Over the weekend, the patient had severe pain but later stated it had resolved. Presented with large kissing choroidals, and vision loss on (B)(6) 2019